Manufacturer narrative:
One jaw (top) has broken partially; part of the jaw is still attached to hinge and still performs open/close function. About 3/4's of the jaw itself has broken off. The condition of this instrument is consistent with damage caused by mechanical overload.